Event description:
It was reported the programmer shuts down during analyzer sessions. The programmer rf (radio-frequency) head was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was unable to confirm the reported event. Testing found the programmer went into the analyzer session, with no issues. The system fan was found to be noisy and out of specification mechanically, and the paper guide was broken off the printer drawer. (B)(4) analysis found the programmer rf (radio-frequency) head had a cracked magnet.